Event description:
Pt injected with air instead on contrast dye during CT scan of lungs. Air embolism noted on CT scan. Pt respiratory arrested, resuscitated with bag-valve-mask assisted ventilation. Pt responded within minutes, awakened with no apparent negative effect. Intensive analysis is underway regarding this event.